Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had low voltage and no external power alarms for 2 hours. The alarms then turned to no flow and a pump off alarm. There was no flow through the pump for 3 minutes. The patient reconnected to mobile power unit (mpu) power and parameters returned to normal. It was also noted that the patient was positive for covid and was admitted with altered mental status.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm and full battery depletion was confirmed via the submitted log file. The system controller (serial #: (B)(6)) was not returned for analysis and a log file was submitted for review with events spanning approximately 14 hours ((B)(6) 2023 at 16:37 ¿ (B)(6) 2023 at 07:05 per time stamp). From the beginning of the log file, (B)(6) 2023 at 16:37:36, no external power alarms were active. The onset of these alarms was not captured. The backup battery provided power to the system until it fully depleted at 18:08:19 which subsequently caused a pump stop. The system controller reset at 18:11:18, at 18:11:22, and again at 18:11:25. Power was reconnected at 18:11:25. The pump restarted at 19:11:29. There were no other notable events active in the log file. Multiple good faith efforts were sent to retrieve additional information regarding what the cause of the low voltage/no external power alarms was and if equipment was exchanged and returning; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and qa specifications. Heartmate iii instructions for use section 3 entitled ¿powering the system¿ heartmate iii patient handbook section 3 entitled ¿powering the system¿ addresses how to properly switch between power sources. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power and pump stop alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number 2916596-2023-06096.